Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was confirmed. Entrapment is operational circumstance and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the foot interacted with tissue and may have surfed distally and locked open inducing the entrapment. The physician operation of the actuator wire opened the foot to allow for reclosure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after an ablation interventional procedure using an 8f sheath. Reportedly, resistance was noted lowering the lever to close the footplate. The lever was lifted and lower again, but the footplate was stuck open. The physician then broke the device at the proximal metal guide, and manipulated the actuator wire and the footplate was closed. The device and suture were then removed. No tissue damage was noted. Manual compression was applied to achieve homeostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.